Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that the vasoview hemopro 2 jaws fell off during the procedure.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/03/2022. An investigation was conducted on 06/09/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The entire cold jaw was observed to be detached from the harvesting device. The detached cold jaw was returned for evaluation. The hot jaw was observed to be intact, with no visual defects observed. The clear silicone insulation was observed to be intact, no visual defects were observed. The heater wire was observed to be slightly flexed at the center of the hot jaw, remaining attached at the base and tip of the hot jaw, due to normal clinical use. The cold jaw clear silicone insulation was observed to be intact, with no visual defects. The metal portion of the cold jaw was observed to be intact, with no visual defects observed. Based on the returned condition of the device and the evaluation results, the reported failure "peeled jaw" was not confirmed, but was confirmed for the reported failure "break; jaw" . A lot history record review was completed for lots 25161767, 25161885, and 25162776 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4).

Event description:
The hospital reported that the vasoview hemopro 2 jaws fell off during the procedure. The silicone boot fell off. The device broke after it was pulled out. All pieces of the harvesting tool were retrieved. No foreign item was ever in the patient. Piece broke off, fell on the floor and they picked it up from there. No incisions or additional procedures were required. No procedural delay. They completed the procedure with another device and no harm was reported to the patient.